Event description:
Patient developed high watt alarms on device. Highest ldh was 1880 and inr on admission was 3.6. Patient's powers continued to climb despite heparin. Patient and family did not want pump exchange to patient was placed on hospice. Pump was turned off due to powers increasing and pump and driveline becoming very warm. Device was turned off on (B)(6) 2017. Patient expired 10 minutes later.